Event description:
Literature was reviewed regarding early stroke after left ventricular assist device (vad) implantation. The authors described one patient death due to stroke. The status of the vad is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Referenced article: early stroke after left ventricular assist device implantation: role of right heart failure. Journal of thoracic disease. 2023; 15(12):6730-6740 doi: 10.21037/jtd-23-1194. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.